Event description:
Additional information received indicated the cause of the event was not known. It was also unknown if there were any abnormal impedance measurements. No surgical intervention took place. The patient did not require hospitalization and it was noted that there was no injury.

Event description:
It was initially reported that the patient had a loss of therapeutic effect and stimulation in the wrong location. The patient needed stimulation down their right leg and was only getting stimulation in the back. The patient thought two leads were being implanted and recently found out that only one lead was implanted; she had an appointment with her physician to discuss. The patient was having difficulty walking, loss of balance, falling, and increased baseline pain. It was also reported that the manufacturer representative was going to meet with the patient at her physician appointment. Subsequent information received reported that when the manufacturer representative met with the patient, the patient was not feeling stimulation in all pain areas both before and after reprogramming. Further information received reported that the patient was still having concerns regarding her device or therapy but was working with her physician or manufacturer representative; she had an appointment for (B)(6) 2012. It was also reported that the patient was having trouble making contact between the device and recharger and when the stimulation was turned off, she would get strong shocks in her spine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).